Manufacturer narrative:
(B)(4). Date of initial report: 11/08/2016. The site has indicated that the incident sample is not available for return. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would no longer open during a hepatectomy. There was no tissue damage, bleeding, or patient injury.